Event description:
Patient reported obtaining a blood glucose result of 375 mg/dl on the suspect device. Patient stated that, 5 minutes later, blood glucose was retested on a physician's device with a result of 170 mg/dl. Patient's therapy was not modified based on the value obtained on the suspect device. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.